Event description:
It was reported that stent damaged occurred. A 2.5 x 38 promus element plus stent was selected. When the packaging of the device was opened, the stent was noted to be damaged. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).